Event description:
A 48 year old male patient underwent placement of an impella cp device for hemodynamic support due to acute myocardial infarction (ami) with cardiogenic shock (cgs). Based on the available information, the impella cp device initially demonstrated appropriate placement signals; however, the placement signal subsequently rose above 250 mmhg without indication of device migration, as confirmed by fluoroscopy. The cause of the transient inaccurate placement signal could not be determined from the information provided. After several minutes, the signal returned to normal without repositioning or corrective action. The patient experienced significant femoral access site bleeding that necessitated surgical intervention and device removal. The physician suspected possible hemolysis evident by pink-colored urine; however, olasm ¿ free hemoglobin was not measured. Based on the information available, the reported access site bleeding represents a known complication associated with femoral arterial access. The transient abnormal placement signal resolved without repositioning and without confirmed clinical sequelae. A causal relationship between the reported placement signal abnormality and the access site bleeding or suspected hemolysis cannot be established. At this time, there is insufficient information to determine whether a device malfunction contributed to the reported events. Bleeding is consistent with access site complications as a result of large bore femoral procedures and the anticoagulation and purge requirements associated with impella support. It is unknown whether recommended best practices for access management were followed to mitigate the risk of bleeding. The device was successfully weaned and the patient survived.

Manufacturer narrative:
B5 clinical rationale updated to included additional information. Complaint coding was updated to better reflect the reported event. Consequently, section h6 health effect clinical/impact codes were updated/corrected and repopulated accordingly.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Event description:
Clinical rationale: a 48 year old male patient underwent placement of an impella cp device for hemodynamic support due to acute myocardial infarction (ami) with cardiogenic shock (cgs). Based on the available information, the impella cp device initially demonstrated appropriate placement signals; however, the placement signal subsequently rose above 250 mmhg without indication of device migration, as confirmed by fluoroscopy. The cause of the transient inaccurate placement signal could not be determined from the information provided. After several minutes, the signal returned to normal without repositioning or corrective action. The patient experienced significant femoral access site bleeding that necessitated surgical intervention and device removal. The relationship between the bleeding event and the impella cp device cannot be conclusively determined based on current data. Access site bleeding is a known potential complication of large bore percutaneous access. Bleeding is consistent with known device-related and patient-related factors documented in the instructions for use (IFU). A device related malfunction has not been confirmed. Further investigation, including device return and analysis, is required to determine whether any device related factors contributed to the reported events.

Manufacturer narrative:
D4 (serial) has been updated. Major bleed: the cause of the injury was not determined due to insufficient clinical details. Placement signal issue: data log review was not conclusive without returned product investigation and sufficient clinical details; therefore, the cause of the placement signal issue could not be determined.